Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned obtryx mesh assembly revealed that the one of the association loops was broken, but did not detach from the dilator. The most probable cause for the loop breakage is excessive pull force, and the manipulation of the delivery device during the procedure.

Event description:
It was reported to boston scientific corporation that the during a procedure using an obtryx transobturator mid-urethral sling system, the association loop broke off inside the patient when pulling the mesh and sleeve back through tissue. Reportedly, the detached loop was retrieved. The physician completed the procedure with another obtryx transobturator mid-urethral sling system. There were no complications to the patient, who is reportedly over 18 years of age and was fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that the during a procedure using an obtryx transobturator mid-urethral sling system, the association loop broke off inside the patient when pulling the mesh and sleeve back through tissue. Reportedly, the detached loop was retrieved. The physician completed the procedure with another obtryx transobturator mid-urethral sling system. There were no complications to the patient, who is reportedly over 18 years of age and was fine at the conclusion of the procedure.